Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The consumer reported that the patient's ins was turned off for 8 hours while undergoing an unrelated medical procedure on (B)(6) 2017. The consumer reported that the patient feels sleep and in pain, and the consumer is unsure where the pain is or when it began. The consumer reported that the ins was checked with the programmer and it said the ins was on and ok. The consumer reported that they would follow-up with the patient's managing healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.